Event description:
Caller reported a cartridge alarm during the load process, specifically noting cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in properly loading a new cartridge, after which the caller successfully resumed insulin therapy, resolving the issue.